Event description:
The physician was in a pci procedure and attempted to cross a lesion with a 3.0 x 23 mm cypher select plus stent and perforated the vessel. He is unsure if it was the stent, but he was maneuvering it at the time. It is unknown if he was able to use another stent. The outcome is not known at this time.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.